Manufacturer narrative:
Product analysis: stylus was confirmed to be out of calibration. Performing stylus calibration resolved the issue. No other issues were identified during analysis. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus calibration was disturbed. The programmer was returned for service. There was no patient involvement.